Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedances within normal limits and noisy signals oversensing. The technical services (ts) discussed that there were small r-waves and possible myopotential noise. Ts recommended seeing if that is the best vector and if they can reproduce noise. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedances within normal limits and noisy signals oversensing. The technical services (ts) discussed that there were small r-waves and possible myopotential noise. Ts recommended seeing if that is the best vector and if they can reproduce noise. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the s-ICD system delivered one inappropriate shock while the patient was petting the dog, due to low amplitude and myopotential signals oversensing. Technical services (ts) recommended an in office check to evaluate sensing by performing postural maneuvers and isometrics looking for the best sensing vector. Additionally, ts recommended to evaluate the system location as this r-wave amplitude did not always look that small; reprogrammed gain should be considered as well. The patient was seen in the clinic and the device was reprogrammed. This s-ICD remains in service. No adverse patient effects were reported.